Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for under delivery because of high blood glucose level. The customer performed high pressure test for troubleshooting under delivery and received a software error detected alarm. The customer was later able to clear the alarm and rewind the insulin pump. The insulin pump also passed self test. No harm requiring medical intervention was reported. The device will not be returned for analysis.